Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being tilted posteriorly at the superior end. The inferior vena cava (ivc) filter is tilted anteriorly at the inferior end and the hook contacts the ivc wall. All the struts of the filter perforate the ivc up to 2mm. There is a fractured posterior strut. As a direct and proximate result of these malfunctions the patient, suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and fractures could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being tilted posteriorly at the superior end. The inferior vena cava (ivc) filter is tilted anteriorly at the inferior end and the hook contacts the ivc wall. All the struts of the filter perforate the ivc up to 2mm. There is a fractured posterior strut. As a direct and proximate result of these malfunctions the patient, suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
Section b5: addendum for additional information received: according to the information received in the medical records, the patient was admitted to the hospital on three days prior to the filter placement, with an acute gastro-intestinal (gi) bleed secondary to excessive anticoagulation. The patient¿s medical history is listed as two cerebrovascular accidents (cva), with almost resolved left-sided weakness, diabetes, morbid obesity, left foot arterial emboli, tobacco abuse and hypertension. On exam, the patient¿s active bleeding had resolved and endoscopy revealed a pre-pyloric gastric ulcer. The patient had two prior incidents of gi bleeding. Due to the patient¿s recurrent history of gi bleeds it was felt that the patient was a poor candidate for anticoagulation and therefore, underwent placement of an ivc filter. The ivc filter was placed via the left subclavian vein and was deployed over the l3 vertebra. A central intravenous line was then placed via the same access site. The patient tolerated the procedure well without any complications. Approximately five years and seven months post implantation, the patient had a computed tomography (CT) scan of the abdomen and pelvis performed. The coronal images were submitted for review, approximately five years and nine months after the original scan. The sagittal images were not available. The impression noted an infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal up to 2mm, fractured posterior strut and the filter being tilted. The review also noted that the original function of the ivc filter is permanent and therefore cannot be removed by a percutaneous approach. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged failures approximately eleven years and five months post implantation. The patient reports that the filter is unable to be removed, however, there have been no known attempts made to remove the filter. The patient also reports to be suffering from anxiety. As reported, a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter tilted posteriorly at the superior end, the inferior vena cava (ivc) filter is tilted anteriorly at the inferior end and the hook contacts the ivc wall. All the struts of the filter perforate the ivc up to 2mm and there is a fractured posterior strut. The patient reports that the filter is unable to be removed, however, there have been no known attempts made to remove the filter. The patient also reports to be suffering from anxiety. According to the information received in the medical records, the patient was admitted to the hospital three days prior to the filter placement, with an acute gastro-intestinal (gi) bleed secondary to excessive anticoagulation. The patient¿s medical history is listed as two cerebrovascular accidents (cva), with almost resolved left-sided weakness, diabetes, morbid obesity, left foot arterial emboli, tobacco abuse and hypertension. On exam, the patient¿s active bleeding had resolved, and endoscopy revealed a pre-pyloric gastric ulcer. The patient had two prior incidents of gi bleeding. Due to the patient¿s recurrent history of gi bleeds it was felt that the patient was a poor candidate for anticoagulation and therefore, underwent placement of an ivc filter. The ivc filter was placed via the left subclavian vein and was deployed over the l3 vertebra. A central intravenous line was then placed via the same access site. The patient tolerated the procedure well without any complications. Approximately five years and seven months post implantation, the patient had a computed tomography (CT) scan of the abdomen and pelvis performed. The coronal images were submitted for review, approximately five years and nine months after the original scan. The sagittal images were not available. The impression noted an infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal up to 2mm, fractured posterior strut and the filter being tilted. The review also noted that the original function of the ivc filter is permanent and therefore cannot be removed by a percutaneous approach. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record (DHR) associated with lot r0107447 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Without images or procedural films for review, the reported filter tilt, perforation and fracture could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.